Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4).

Event description:
It was reported to philips that there are "unbelievable" etco2 readings on the mrx device. There was no patient impact.